Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified fold creases, a wear abrasion, white particles in the shell, a curved opening on the anterior, and an observed void >1 mm in non-textured, valve-to shell-bond area. A leak test and microscopic analysis was performed which identified a sharp crease opening on the anterior. The fill test inspection was performed, the result was no blockage.based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.